Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) could not br confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during initial drain. The hp stated that there were several air bubbles in the patient line, so the baxter technical services representative advised to start over with new supplies. Baxter product surveillance (bps) spoke with the hp on (B)(6) 2012. The hp stated that after starting over with new supplies, therapy went well. The hp stated that she did not notice anything unusual about her supplies that day. Since then, therapy has been going well. There were no adverse effects reported in relation to this event. There was patient involvement but no injury or medical intervention was reported.